Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the product continued to drop needles during the case. 4 needles had to be loaded because the needle continued to fall out. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles. Some plastic shearing of the toggle switch was noted. The needle was not received. A pmv needle was loaded onto device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).